Event description:
It was reported the pvc procedure was completed without issue. Approximately 3 hours later, the patient was rushed to the ep lab and found to be in tamponade. The patient had fluid built up around his heart. A pericaridiocentesis procedure was performed and 600cc of fluid was removed from around the patient¿s heart. The patient was stable and transferred to ICU for observation and continued drainage from a catheter left in the pericardial space.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: 1. Carto 3 system: model #: fg-5400-00m, serial #: (B)(4). 2. Stockert 70 system: model #: 39d-76x, serial #: (B)(4). 3. Cool flow pump: model #: m-5491-01, serial #: (B)(4).